Event description:
The complainant is the family member of an insulin dependent diabetic. Family member states that while using the glucometer 3 with memory family member consistently received low results. During one period family member's spouse blood glucose was 31mg/dl. Based on this low result family member did not give pt insulin and had pt eat 1/2 cup of orange juice. Family member fed pt lunch through a stomach tube and a short time later received a result of 42mg/dl. At this point family member called a visting nurse and was advised to again feed pt juice with sugar. Family member retested pt's sugar approximately 1 hour after this drinking the juice and again pt's blood sugar was in the 30mg/dl range. Family member then decided to purchase a new lot of reagent strips. Results with the new reagent were greater than 500mg/dl. Since the purchase of the new lot of reagent consistently high results have been obtained. Pt's insulin dosage was adjusted. While on the phone electronic checks were performed and were satisfactory. A request was made to return the system for eval.